Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the housing of the device broke (before the surgery). There was no patient consequence.